Manufacturer narrative:
The root cause of the reported event is most likely mal-alignment of the shell. An operative report noted that the shell had to be adjusted at the pt's revision surgery and a review of the provided info by a clinical professional concluded that imperfect acetabular positioning and inadequate tissue tension were most likely responsible for the instability. A review of stryker's records indicates that all reported devices were manufactured and inspected as per procedure and accepted into final stock with no reported discrepancies that affected the form, fit or function of the devices. There have been no other reported events for the reported lots of devices. No devices associated with the event were returned to stryker orthopaedics. No further investigation is possible at this time. Add'l info including the return of the explanted devices for analysis, pt medical records and the primary operative report would be useful in completing a full investigation of this event. If add'l info becomes available, this investigation will be reopened.

Event description:
Our clinical research associate rec'd a sae report, stating that the pt had add'l hospitalization between (B)(6) 2008 due to a luxation and following revision (surgery provided on (B)(6) 2008).